Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
B5 - "significant reduction of endothelial cell count or significant enddothial cell loss and excessive vault was observed." Corrected to: "significant reduction of iridocorneal angles and excessive vault were observed." Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.50/1.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Significant reduction of endothelial cell count or significant endothelial cell loss and excessive vault was observed. Elevated iop (38 mmhg) was assessed on (B)(6) 2019. Lens was removed and exchanged for a shorter length lens on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.